Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose and then having low blood glucose and not knowing the reasons why. Customer's blood glucose was 58 mg/dl and 49 mg/dl at the time of call. Customer reported to have broken her kneepcaps on (B)(6) 2016 and had x-rays with inulin pump in the room. Customer reported that insulin pump was malfunctioning after x-ray and even after surgery. Customer reported that insulin pump was dropped but drive support cap appeared normal. Insulin pump passed displacement test and self-test. During troubleshooting for high blood glucose, it was found that the time and date was incorrect. Customer was assisted in correcting time and date. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, no delivery and motor tests. No motor error alarm was noted during testing. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump was received with a stripped battery cap at the coin slot area, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.